Event description:
(B)(4) is an initial importer of medical devices including rollators. The unit discussed in this report cannot be identified nor examined since the end-user discarded it. It was originally used by her father so she is unsure of the brand or the model. End-user cannot walk without aid of a rollator. She was using the rollator daily for three years. One day the whole leg came off at the join as she was approaching her bed. She fell to floor and called the emergency services. She went to the hospital where she was diagnosed with a broken wrist. She discarded the unit but thinks she has photos. Pms associate is still awaiting receipt of images. She is looking for reimbursement of ems/medical fees. There is no record of device maintenance for the rollator by either the end-user or the rollator's first owner. We cannot identify the device model or brand or manufacturer. In an overabundance of caution we are filing this report due to the injury sustained by the end-user.